Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having a problem with recharging. The patient stated that the ins burned like acid in their back when recharging and the ins was not holding a charge. The patient said they were supposed to meet with a manufacturer representative (rep) but the rep called the clinic because they would not be able to make it. The patient asked for the reps name so they could call them and figure out what to do now. The patient disconnected the call and no further information was given. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulator "hasn't held trash" for over a year. The device won't charge and even when it did the patient said they would have to set for at least an hour. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient repeated information regarding the burning sensation when trying to charge the ins as well as the difficulty charging the ins. The patient stated they hadn't had the ins running since probably 8 months before the call/ (B)(6) 2018. The patient stated their back was killing them and they wanted to get the ins replaced with a non-rechargeable battery and wanted to be able to use the stimulation again. The patient was directed to their healthcare professional. No further complications were reported.